Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the darwer 2.1 was not detected on bus. A field service engineer reseated the drawer close sensor and position sensor connectors to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary 2.1 drawer was not detected on bus. The customer stated there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.